Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the patient contacted animas and alleged that he has lost confidence in the pump. He reports his blood glucose (bg) has been elevated intermittently for past week. Current bg is 357 mg/dl. Instructed to change site/set/cartridge insulin and give correction. Original site removed, cannula not bent. No air bubble, leaking. Last week, his bg elevated to 250 mg/dl but responded to correction from pump. On (B)(6) 2013 at about 11 pm, he went to emergency room with nausea, vomiting and diarrhea: bg was 515 mg/dl. He was treated with IV insulin and released. Today after being physically active, bg is 357 mg/dl, and normally activity lowers his bg, not raises. Patient feels pump is malfunctioning. States he has changed his site multiple times, and vial of insulin with no improvement in bg. States pump has not been exposed to x-ray or MRI, he has had no changed in diet, medication, or activity. States he changes his site every 2-3 days but more recently in past week. Customer support (cs) reviewed importance of changing cart/set/site every 48 hours when using apidra. Patient does use advanced bolus feature and takes what pump recommends. Patient not willing to complete troubleshooting of bolus history. Cs informed patient the pump history indicates pump delivering insulin as it should, but patient continues to feel pump is malfunctioning and so the pump will be replaced cs advised patient there is no defect found in the pump and that pump replacement may not improve his bg management. Cs called patient back on (B)(4) 2013 and bg was in normal range after he had change site again to new area although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the hyperglycemia.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/12/2014 with the following findings: unable to duplicate reported complaint. The pump history shows the last bolus and the last basal were delivered on (B)(6) 2013. Unrelated to the complaint, a crack at case seal of battery compartment was observed; the returned battery cap was able to fully tighten to the pump and was used to complete all testing. No alarms related to the complaint noted in the alarm history; only typical usage observed. The basal and boluses add up appropriately to total the tdd; showing the pump was delivering accurately until the last date used. Pump successfully passed a delivery accuracy test. No alarms occurred during testing. Pump found to be operating within required specifications and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.